Event description:
It was reported that during an unknown procedure, when removing the device from the surgical site, a piece of the device separated and dropped into the patient's pelvis. The surgeon removed the piece from the patient.